Event description:
It was reported that during a sleeve gastrectomy procedure on the second or third firing, the staples were malformed. The cartridge was either black or green. It was not known how the case was completed. There were no patient consequences reported. No device will be returned.

Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: were gst cartridges used? Was buttressing material utilized? If so, which product? In the area of the malformed staples, how was the tissue repaired? How was the procedure completed? Was a leak test performed and if so, what was the result? What was the bmi of the patient? Was the patient male or female?